Event description:
Per information provided: (B)(6) 2009 ¿ patient was diagnosed with large incisional hernia thereby underwent open repair with implant of collamend mesh (device 1). Per operative notes, ¿omental adhesions located on posterior aspect of anterior abdominal wall was reduced. The hernia defect was reduced and fascia was closed using sutures and staples. The old piece of mesh was noted and left intact. A piece of collamend mesh (device 1) was placed intra-abdominal position, sutured and stapled.¿ (note: the mesh noted during this procedure is unknown) (B)(6) 2010 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with removal of prior mesh (device 1) and implant of sepramesh ip (device 2). Per operative notes, ¿the area of herniation was noted to be very large. The prior mesh (device 1) was noted to be come off the rim and attached to back of its patch with some omentum. The mesh (device 1) was removed and sepramesh ip mesh (device 2) was placed into the intra-abdominal peritoneal cavity sutured and tacked circumferentially.¿ (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device 3). Per operative notes, ¿a recurrent lower ventral hernia from prior c-section was noted and adhesions of omentum were lysed. The defect at the bottom of abdominal midline at the junction of pubis consistent with prior incision was reduced. A piece of sepramesh ip (device 3) was placed over the defect in semi-loose fashion covering the defect and tacked down to old mesh (device 2) which was intact. The moderate defects were closed using sutures and staples.¿ (B)(6) 2013 ¿ patient was diagnosed with seroma and adhesions thereby underwent open repair. Per operative notes, ¿adherent omentum were taken down, the prior meshes (device 2 and 3) with retained seroma was noted and drained. The fascia was closed and secured with sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of old meshes (device 2 and 3). Per operative notes, ¿multiple layers of mesh (device 2 and 3) with turbid cloudy straw-coloured fluid between mesh layers were noted and evacuated. Adhesions were lysed and all old meshes (device 2 and 3) were removed completely. Flaps were raised and large midline fascial defect with fascial edges were cleared and secured circumferentially with sutures and staples.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the collamend mesh (device 1). An additional supplemental MDR was submitted to represent the sepramesh ip (device 2) and sepramesh ip (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.